Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced nocturnal low blood glucose while using the ilet system, with discussion focused on low-glucose protocol, pre-bedtime snacks, and review of cgm data showing a lower cgm target, large breakfast and dinner announcements, and use of meal announcements to correct high glucose. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose. Investigation included review of available device data and user troubleshooting and education. Investigation of this case revealed user-managed therapy behaviors that could contribute to low glucose, including aggressive meal announcements and corrective use of announcements, along with a lower cgm target, without evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.